Event description:
The patient will be revised due to pseudo tumor on (B)(6) 2013. Doi unknown. Update (B)(6) 2013 product/lot information; pt revised; reason revised the patient had a pain in the hip.

Manufacturer narrative:
Additional narrative: examination of the reported devices by depuy material science found no unusual wear. Corrosion deposits were found on the female taper. It should be noted, the femoral stem (male taper) was not returned for evaluation and is reportedly still implanted. A review of the DHR (device history record) for product numbers 962711000 and 121887352 lot numbers 2508718 and 2931064 found no anomalies. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.